Event description:
The customer reported being unable to acquire 12-lead ECG, which could impact or delay diagnosis or treatment.

Manufacturer narrative:
The customer reported being unable to acquire lead v6 of the 12-lead ECG signal, which could impact or delay diagnosis or treatment. The device was not returned to philips for evaluation. The customer has not called back regarding this device. We are considering this as a malfunction based solely on the customer report. (B) (4).